Event description:
An endurant stent graft system was implanted into a patient for the emergent endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not reported as this was an emergent case. It was reported that the patient was in afib, per the anaesthesiologist prior to the insertion of the stent graft delivery system. The physician was not notified about the afib until the following day. It was reported that the patient may have had a tia however the test that were done did not reveal any issues. The patient was given anticoagulants and according to the physician, the patient made a complete recovery. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).